Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. This report is for one unknown screw driver. Part and lot numbers were not provided by the reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an anterior lumbar interbody fusion (alif) procedure the screw driver shaft was blunt. The reported instrument was not exchanging in the screw and was causing difficulty inserting the screw. The surgeon continued to use the same instrument to finish the case. There was a 45 minute surgical delay due to the reported issue. The patient was reportedly fine post-surgery. This report is for one unknown screw driver. This report is 1 of 2 for (B)(4).